Event description:
It was reported through clinic notes that a patient experience left vocal cord paralysis after surgery. Per the notes, this has also been stable. No additional relevant information has been received to date.